Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was experiencing high blood glucose of 354 mg/dl and had symptoms of blurry vision. During troubleshooting for high blood glucose, it was found that customer received no delivery alarm and that infusion set and reservoir had air bubbles. Caller was assisted in removing air bubbles. Caller declined high pressure test. Customer was advised to change infusion set, reservoir and insulin. Customer was also advised that insulin pump was working as designed.